Event description:
Patient stating his pump is broken. Per patient, spring broke on freedom pump. Needs new pump. No mention of any adverse effects. No additional details, dates, or information known. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver.